Event description:
The customer reported a speaker malfunction from the device. It is unknown if he device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Event description:
The customer reported a speaker malfunction from the device. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site to perform diagnostics on the device. Results of the test revealed that the speaker error did not occur at the time of repair. The fse replaced the speaker assembly to resolve the issue. The device was operational after repairs were completed and the device was returned to the customer.